Event description:
The reporter stated the the surgeon attempted to insert a aa4204vl single piece silicone lens. The lens would not advance in the cartridge prior to insertion into the eye. No pt contact or injury.